Event description:
Additional information received reported the patient noticed that with the pump it was impossible for her to sit.

Event description:
Additional information received reported that the expanded list of medications was the ¿original list¿ the reporter received form the facility, noting it was from an ¿old¿ telemetry. The mixture had ¿recently changed to just dilaudid,¿ all thought it was not reported when that change occurred. It was also noted that the pocket revision never occurred. Additional information received reported that the dose of the various drugs changed at every appointment. The baclofen was compounded. The patient was ¿never satisfied¿ and wanted to ¿continuously explore different medications.¿ at the time of the report, the patient had been using dilaudid for four months. She had been weaned to saline before putting in the dilaudid. It was noted that she ¿realized¿ the relief she was getting and the dilaudid was restarted.

Manufacturer narrative:
(B)(4).

Event description:
(The following information had been previously captured in an initial manufacturer report #3004209178-2013-11147: it was reported that the pocket site was painful. It was stated that the patient was thin as she had lost weight. A revision was planned for (B)(6) to move the pump an inch superior. The drug used in the system was unknown. It was reported that the pump was moved two inches superior and one inch lateral to avoid a bony prominence. There were no issues with the catheter and a satisfactory dye study was performed. It was also stated that there was never an issue of adequate therapy. The reporter was not aware of the patient¿s post-operative status.) It was now reported that the patient had continued to experience severe pain because the pain pump was too big for her body and she had been working with her physician regarding this. Reportedly, the pump was ¿leaning¿ on the patient¿s nerves it was relocated. She further noted that the catheter and ¿everything¿ were giving her problems. It was reported that ¿they moved it once and it¿s still doing it.¿ the patient noted that ¿the pump ends up falling, and you know, cause it falls after the surgery and then it lays right on my nerves underneath and then I have nerve pain.¿ when the pump does this it ¿pulls¿ on the patient¿s catheter as well. This has been occurring since(B)(6) of 2012 when the patient had her catheter replaced (see manufacturer report # 3004209178-2012-03950). Ever since that time it had been worse as she had developed scar tissue. Reportedly, laser helps ¿it¿ as she can feel it working, although she cannot afford the cost of the unit. The patient had a history of being hit by a semi and had surgery to fuse her whole thoracic spine and she has severe scoliosis. She also noted that when she had a baby they could not get the epidural to go up. She inquired that in a ¿perfect situation¿ if the pump medicine would go all the way up one¿s neck. Reportedly, the patient was not getting the medication above her neck nor to her arms. The pain in her legs was ¿horrible¿ and this contributed to her back. The patient stated she was ¿miserable¿ before the pump and was not sure what to do as the area around the pump was really sore. When the pump was touched in certain areas the patient felt sharp pain. The patient contemplated fat injections but noted they were not safe ¿back in the rear.¿ the patient noted she ¿had a really bad angle degree and the fusion¿ and was not getting any relief in her upper body. She was not sure if the pump itself was causing its own issues; the weight and the pressure of it. Reportedly,the patient was scared to go off the pump again as she may need to go off the pump to see if she needed to be on it. This device system delivered fentanyl, bupivacaine, baclofen, and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, serial# (B)(4), product type: catheter. Product ID: neu_unknown_cath, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump had been moved from the patient's back to her front in (B)(6), 2013. The patient stated the nerve area still hurt. The patient stated that she was still in a lot of pain with the pump. The patient stated that she found a bruise and stated that she accidentally bumped something. The patient also reported that since the pump was moved in november, beginning in (B)(6) 2014 she felt "growling vibrations" in her stomach 3-4 times per day. The vibrations were the most intense in february and march. The patient stated that since the week prior the report the vibrations had been better. The patient noted that she had never felt the sensation when the pump was implanted in the rear. The patient had an appointment with the healthcare provider (hcp) the day following the report and was to discuss the issue with the hcp. The device system currently delivered sufenta, morphine, baclofen and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. On (B)(6) 2015 it was reported that the patient had issues with the pump because she was thin and small. The patient stated that when she didn't have medication in the pump it bothered her, but when the medication was in there it was okay. The patient had nerve damage where it was located in her rear.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a surgical revision was scheduled to move the pump pocket to the abdomen, as the patient was experiencing pump pocket discomfort. The revision had not yet taken place, but was planned, though the scheduled date was not provided. The pump device was reported to be used to deliver dilaudid. Further medications were previously reported, thus it was unclear if dilaudid was the only medication in the pump.